Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was initially reported as expected but not returned; on (B)(4) 2015, it was noted the device was received by the manufacturer on (B)(4) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the service history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the alignment indicators broke off of (and are missing from) two helical blade inserters. Also, the screw is missing from an insertion guide - the guide wire broke off and became stuck in the hole for the wire. All malfunctions were discovered outside of the operating room during routine maintenance. No patient or surgical involvement reported. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: service history review: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is october 14, 2005. The source of the manufacture date is the release to warehouse date. Service & repair evaluation: the customer reported that the alignment indicator broke off and is missing. The repair technician reported that the adjustment nut is damaged and that it will not come off. Also, the sleeve is burred/scratched. ¿damaged components¿ is the reason for repair; however, the item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit for further investigation on september 24, 2015. Product investigation summary: the returned helical blade inserters show significant use during their lifespans and appear to have received many errant hammer blows to the alignment knob and gold handle. The inserters exhibit numerous gouges and marks from repeated hammer strikes. The knob is broken off t-indicator of both devices. The alignment indicator is unable to be removed on both devices, which is necessary for cleaning/sterilization purposes. The t-indicator freely spins on both devices. The technique guide documents the correct method for hammering and does not recommend hammering on the inserter. Although the exact cause cannot be determined, due to the received condition and the instruments¿ ages, this complaint condition was most likely caused by wear over the life of the device and the method of use. A visual inspection, dimensional inspection, and drawing review were performed as part of this investigation. This complaint is confirmed in both instances, but it is not due to the design of the device. The associated drawing for the device(s) was reviewed with no issues or discrepancies noted. The design is adequate for its intended use when used and maintained as recommended and did not contribute to this complaint condition. The complaint condition appears to be a result of the method of use. Although the exact cause for the complaint could not be determined, the received condition makes material wear and method of use the most likely cause for the complaint condition. The devices¿ design did not cause the complaint. Because of this, the complaint is determined not to be a design deficiency. The returned parts are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service & repair history/maintenance review was attempted. The investigation of the complaint articles indicates that the: service history review:service history review: part no: 357.372, no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.